Event description:
It was reported that the patient experienced syncope and presented to the hospital. Device interrogation revealed that the right atrial lead exhibited low impedance, loss of capture and loss of sensing in the bipolar configuration. Upon reprogramming the device to unipolar pacing and sensing, the patient experienced muscle stimulation; atrial noise was also observed. The muscle stimulation and noise issues were resolved and the patient would continue to be monitored. On (B)(6) 2015, low lead impedance was again observed and the physician suspected an insulation anomaly. The patient was asymptomatic. The lead was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
(B)(4).